Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the meter was emitting error 1 alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the meter powered on normally and successfully paired with a test pump. A review of the meter records indicated an error 1 sub code 17: initializing rf failure had occurred. No errors occurred during testing. The complaint was confirmed in the meter records but could not be duplicated on investigation.